Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle clogged / blocked. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material#: 305916. Batch#: 4177201. It was reported that the bd safetyglide needle was clogged / blocked. The following information was provided by initial reporter: verbatim: rcc received a complaint via email. Ssc med c is experiencing resistance when injecting with bd safetyglide 25g1" needle, lot 4177201, exp 5/31/29. Additional information reported: 1. Could you please provide a further description of the issue? Resistance was experienced upon injecting through multiple needles prior to patient administration. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Na? 3. Can you please provide an exact date of event in format dd-mmm-yyyy? 11-18-2024. 4. Total number of occurrences? (B)(4). 5. Sample available is mentioned as yes, are you able to provide the address of the facility for us to ship the return label? (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.